Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
The hospital user realized a blood leakage in the questioned product's gas outlet in which the leakage was observed 6-8 times in one minute. The questioned product was implemented on a patient who was on a veno-venous ECMO therapy, and the mentioned leakage problem was observed app. 5 hours later after it was first implemented on the patient. The product was exchanged. (B)(4).

Manufacturer narrative:
The product was investigated in the laboratory of the manufacturer. A tightness test of the blood side and water side was performed. No leakage could be confirmed during testing. Additionally the gas side was sawed off in order to check the fibers. No clots or other abnormalities were detected. Thus the reported failure could not be confirmed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time

Event description:
(B)(4).